Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the return of the foley catheter sterile water was poor, so its use was avoided.

Manufacturer narrative:
The reported event was unconfirmed. Received a 3-way temperature sensing catheter with cut portion of the inlet tubing and a straight tipped syringe. Visual inspection confirmed the ballon was partially inflated might be due to inadequate inflation. Therefore, no new pr needed. Using the returned syringe, the catheter balloon was inflated with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The catheter was allowed to rest with no observed leaks. Upon inflation, the balloon was asymmetrical, concentricity 10:90. 10ml of methylene blue solution deflated passively in 01min5 sec. Solution returned without difficulty. After deflation cuffing was noted. Risk, labelling, and device history reviews are not required as the reported event is unconfirmed. Corrections made to tab(s) d, f, h. Initial reporter complete facility name:(B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the return of the foley catheter sterile water was poor, so its use was avoided. Per the notification received from the investigator on 16feb2026, it was reported that the balloon was asymmetrical, concentricity 10:90 and after deflation cuffing had been found during the sample evaluation conducted on 10feb2026.